Manufacturer narrative:
Per the clinic, the patient was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on april 17, 2023.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on may 05, 2023.

Manufacturer narrative:
This report is submitted on december 08, 2021.

Event description:
Per the clinic, it was reported open circuits were noted on 12 electrodes. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.